Event description:
The company received a medwatch report from FDA on 12/30/2022 that was filed by a healthcare facility. The report (# mw5113921) alleged that there were problems with the mozart xpert 42 system during surgical cases. The report alleged that the system started performing an automatic update during use resulting in the screens going black, loss of imaging and inability to identify the location of implanted tissue marker clips. As a result the patient had to return to have a second surgery to remove cancerous tissue.

Manufacturer narrative:
This is to acknowledge receipt of the medwatch report sent by FDA that was originated by a healtchare facility. The device had been installed and left at the facility meeting all installation requirements with the automated update function turned off. The customer was informed in past to work with their it department and leave the automated update function off and have updates performed when equipment is not in use. Kubtec is working with the customer to ensure original settings are maintained to avoid automatic updates from occurring during usage.